Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) that encountered the issue during preventive maintenance (pm), replaced alarm daughter board, 9v battery cable assembly, and 9v battery. Confirmed device passed all of the alarm daughter board function checks. Subsequently, full pm, safety, calibration, and functionality checks passed factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The initial reporter named is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm). The cardiosave intra-aortic balloon pump (iabp) failed the alarm check. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.